Manufacturer narrative:
(B) (4).

Event description:
It was reported that when stimulation was turned on, stimulation was intermittent. The paresthesia completely cuts out at the lead-extension connection. Palpation of this area leads to cutting in/out of therapy. Impedance measurements were normal. Telemetry issues were also noted. An implantable neurostimulator (ins) overdischarge was suspected. A physician mode recharge was performed and successfully brought the ins out of overdischarge. No patient treatment or outcome was reported. Further troubleshooting was being considered.